Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her blood glucose level was 468 mg/dl. She treated her blood glucose level with a manual injection. When she rewound the insulin pump, she noticed the piston kept moving. The insulin pump made beeping and grinding noises. The insulin pump had insulin inside the reservoir compartment. The self-test passed. The device was not returned.